Event description:
It was reported that the intraocular lens in the left eye of the patient was explanted due to dysphotopsia and impaired vision. The visual acuity of 20/80 was reported. The replacement lens was of the same model, but different diopter. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received cut in two pieces. The sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens received had what appeared to be viscoelastic residues, surface particles / fibers, and scratches. The lens condition is consistent with a lens that was explanted from the patient's eye. The manufacturing record review was performed. All process operations documented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass disposition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.